Manufacturer narrative:
Initial and final MDR 1901038 - MDR 3003442380-2024-11511- device 1 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that infusion sets fell off during use. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available.